Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(4) 2008, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a family member/friend regarding a patient implanted for multiple back operations. The caller stated that the batteries in the stimulator were getting weak. They noted that scar tissue was building up around the ¿probe¿ and it was being insulated from doing what it was supposed to do, and not stopping the patient¿s pain. They stated that this was part of the reason the patient¿s implantable neurostimulator (ins) was replaced with the pump. The patient¿s ins was replaced with the pump in 2011. No further complications were reported.